Event description:
High impedances on this lead were first identified on 3/18/25. The patient was unable to attend follow up appointments until (B)(6) 2025. During the (B)(6) 2025 visit, impedances were checked, showing "insufficient charge" for the first three contacts on lead 1. On (B)(6) 26, the patient had the left mesial temporal depth lead replaced for a lead break. The lead was placed contralateral to the neurostimulator, and was secured with a dog bone with lead protection.

Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis. Evaluation of the patient ecogs and lead impedance. The review of the patient data was consistent with a potential lead break.